Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An advanced instrument log review was performed for this procedure by an isi advanced failure analysis engineer (fae). Per the fae, the logs show the sureform 45 stapler was installed on the system 2 times and fired 2 blue reloads. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. All engagements were successful. Each install had 1 completed clamp, followed by the firing with no pauses for compression on either. The stapler instrument was then removed and not used again for the procedure. There were no stapler related errors in the logs. All multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instrument: tip-up fenestrated grasper. A site history review has shown that no complaints have been created for any of these instruments. This complaint is being reported due to the following conclusion: after a da vinci-assisted lar procedure, the patient was discovered to be experiencing a "minor leak." It is unknown what medical intervention, if any, was performed to address the leak. The cause of the operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted low anterior resection (lar) procedure, the patient was discovered to be experiencing a "minor leak." The issue occurred after the patient was discharged from the hospital on post-operative day (pod) 10. A leak test was performed with an endoscope to confirm the presence of the leak. The anastomosis had been performed with the sureform 45 stapler instrument installed with a blue sureform 45 reload. The patient did not experience any other post-operative complications except for the leak. The patient¿s current status is unknown. The surgeon does not believe that a da vinci instrument or accessory caused or contributed to the leak. There were no reports of patient injury or malfunction of a da vinci system, instrument, or accessory at the time of the procedure. The following information is unknown: the cause of the leak, the location of the leak, if the patient presented with symptoms, and what medical intervention was performed to address the leak.